Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21jan2019. The customer troubleshot with philips technical support. The customer stated that the air inlet filter was very dirty, the cooling fan was loose and the filter, fan guard were missing. The customer replaced the air inlet filter and was provided part numbers and prices for the cooling fan isolation mounts and the fan guard/filter/retain assembly. No parts were returned to philips for analysis, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator issued a blower temperature high error code. There was no patient harm reported. The event date was not specified; estimate used.